Manufacturer narrative:
The reported event could be confirmed since images of CT scans for the second revision surgery were provided and shows the presence of a periprosthetic fracture. However, a review of the CT scans from the first revision surgery revealed the primary implants were not stryker products but belonged to a different manufacturer. Therefore, stryker implants were not implicated in the reported issue. Please disregard MFR # 3010667733-2025-00060.

Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery. This is a re-revision following an intra-operative fracture that occurred at the time of the last revision when the implant was removed. It was reported that: "the ankle is also very tight and could not quite reach planitgrade at the time of implant extraction. It may require a further talar cut and also more distal tibial resection to fit the centraliser block."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery. This is a re-revision following an intra-operative fracture that occurred at the time of the last revision when the implant was removed. It was reported that: "the ankle is also very tight and could not quite reach planit grade at the time of implant extraction. It may require a further talar cut and also more distal tibial resection to fit the centraliser block."